Event description:
It was reported that the wire around the tibial component broke into multiple pieces, which are migrated through patient¿s tissue. This requires a revision surgery to remove wire. Revision surgery is planned but has not happened at this time.

Manufacturer narrative:
The associated devices were returned and evaluated. A visual inspection of the returned devices shows some damage. The wire has broken from around the insert. A review of the complaint history shows no prior complaints for the listed part. A lab analysis was completed with the results of; cement was adhered to the fixation surfaces of both components. Portions of wire appeared to be embedded within the articular surface of the tibial component. Localized damage was observed on the articular surface of the femoral component. Within this damaged region, areas of oxide removal and oxide cracking were observed under sem; in addition edxa analysis identified compositional elements of stainless steel. This is likely a result of contact between the femoral component and wire embedded in the tibial component. During the manufacturing process, the wire on the all poly tibial inlay is wrapped into the groove on the tibial component and connected with 5 turns during implantation; the excess wire is then cut off. If the wire at the connection loosens or becomes unraveled, it may allow the wire to separate from the tibial component. The cause for the fracture in the tibial component wire may be attributed to the wire connection loosening or becoming unraveled in the patient after implantation. A definitive root cause cannot be determined. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that the wire around the tibial component broke into multiple pieces, which are migrated through patient's tissue. This required a revision surgery to remove the pieces of wire.

Manufacturer narrative:
The associated complaint device was not returned. A review of the complaint history shows no prior complaints for the listed part. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.